Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out, externalized conductors were observed. No electrical anomalies were detected. The lead was subsequently explanted. An attempt for a new lead implant was aborted when the patient became unstable. No further information is available.